Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the adc meter. On (B)(6) 2018 at 12.01 a.m., customer obtained a reading of 210 mg/dl from the sensor scan compared to the reading of 22 mg/dl received at 10:41 a.m. On the adc meter. Customer experienced sweating and was treated with glucagon injection by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was fully seated. Removed and inspected the sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the adc meter. On (B)(6) 2018 at 12.01 a.m., customer obtained a reading of 210 mg/dl from the sensor scan compared to the reading of 22 mg/dl received at 10:41 a.m. On the adc meter. Customer experienced sweating and was treated with glucagon injection by his wife. There was no report of death or permanent injury associated with this event.